Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle (rv) lead exhibited noise over-sensing which resulted in pacing inhibition; whereas right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The patient is a pacemaker dependent. The rv lead and ra lead were capped and replaced on (B)(6) 2024. The patient was in stable condition.